Event description:
It was reported that the bd alaris syringe module syringe administration set experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: leaking fluids. Found small puddle of fluids in floor and traced it back to small hole in tubing, which was leaking. Fluids stopped.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: a complaint of a small hole being found in the tubing causing leakage was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. A small cut was found on the tubing between the filter and male luer. A device history record review could not be performed on model 10014914 because the lot number is unknown.

Event description:
It was reported that the bd alaris syringe module syringe administration set experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: leaking fluids. Found small puddle of fluids in floor and traced it back to small hole in tubing, which was leaking. Fluids stopped.